Manufacturer narrative:
Pending engineering evaluation. Concomitant devices: truliant psc tibial insert (cn: 02-022-44-2512, sn: (B)(4)). No information provided for age, ethnicity, test dates, and PMA/510k #.

Event description:
Per protocol, exactech total knee components explanted in a right revision total knee procedure were obtained, washed, sterilized, and will be returned to exactech for evaluation. The index right tka procedure was done on (B)(6) 2019. The revision procedure, done on (B)(6) 2019 was undertaken for aseptic loosening of the tibial component ¿02-022-55-2525. During the revision, it was noted that the tibial component did not have bony ingrowth on the medial side; however, some bony ingrowth was appreciated on the underside of the tibial tray, laterally. Therefore, it was necessary to use a small saw to cut through this lateral bony ingrowth, which was done. An exactech tibial extractor was thereafter attached to the tibial tray and with a slap hammer attached was used to extract the tibial tray from the tibia. Exactech cemented tibial components were utilized for the revision, including a 2.5f/1.5t tibial tray, two 5mm, size 1.5 ½-block tibial augments, a 14x120 splined stem, stem extension screw, 29mm tibial cone, and a 2.5, 11mm psc tibial insert. The revision procedure was carried out uneventfully. Patient was last known to be in stable condition following the event

Manufacturer narrative:
The evaluation noted that the reason for the revision was likely the result of an insufficient bond between the tibial tray and the bone, which led to aseptic (non-infected) tibial loosening. Concomitant device(s): -3 peg patella, 35mm (cn: 200-02-35; sn: (B)(6)) -optetrak logic ps modular tibial insert size 4, 11mm (cn: 02-012-35-4011; sn: unk) -optetrak logic ps femoral component, cemented, left, size 4 (cn: 02-010-01-0240; sn: (B)(6)).